Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). Signs of liquid were found on main back plane printed circuit (pcb). The pcb need to be replaced. Liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. No part was returned for investigation, therefore the root cause for the damaged pcb could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator was contaminated with liquid. There was no patient involvement. Manufacturer's ref.#: (B)(4).